Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for male luer breaks off with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® flashback blood collection needle broke off before use when connecting it to the holder. The following information was provided by the initial reporter, translated from chinese to english: "before withdraw blood, when the customer connected the fbn to the holder, and then occurred break off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® flashback blood collection needle broke off before use when connecting it to the holder. The following information was provided by the initial reporter, translated from (B)(6) to english: "before withdraw blood, when the customer connected the fbn to the holder, and then occurred break off."